Event description:
Ous MDR - after an implantation period of about 14 months, it was reported that the device indicated. 'Eri'. No adverse pt side effect have been reported. The device was explanted.

Manufacturer narrative:
The device was implanted for 14 months. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analysed indicating that the device switched to the battery status eri on (B)(6) 2012. Furthermore, the inspection documented an elevated current consumption depleting the battery. The ability of the device to deliver therapies was verified. There were no anti-bradycardia pacing pulses in unipolar and bipolar configuration observable. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. Subsequent investigations revealed that an integrated circuit component of the electronic module was damaged causing an elevated current consumption depleting the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damage of an integrated circuit component leading to an elevated current consumption depleting the battery. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.